Event description:
It was reported that there was low impedance. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6945-65, lead, implanted: (B)(6) 1999. (B)(4).